Event description:
It was reported that stent got frayed. The 99% stenosed target lesion area was located in a moderately tortuous and severely calcified left anterior descending artery. A 2.25x24 synergy drug-eluting stent was selected for use. During the procedure, the stent was delivered into the target lesion, the device met resistance upon delivery and during removal. Subsequently, it was noted that the stent was frayed on both sides after removal. The stent was still on the balloon. A different stent was pulled and in the vessel distal to the lesion,a guidezilla was pass down. The procedure was completed with a different device. No patient complications were noted.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: synergy ii us mr 2.25 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts at the proximal end of stent were lifted and pushed distally. Stent struts at the distal end of stent were lifted and pulled distally. The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. Stent damage most likely occurred during delivering and withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system during preparation. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner extrusion shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
B3 date of event: updated from (B)(6) 2020 to (B)(6) 2020. Received additonal information regarding exact event date. Device is a combination product. D4: lot number - updated to 0024459040.

Event description:
It was reported that stent got frayed. The 99% stenosed target lesion area was located in a moderately tortuous and severely calcified left anterior descending artery. A 2.25x24 synergy drug-eluting stent was selected for use. During the procedure, the stent was delivered into the target lesion, the device met resistance upon delivery and during removal. Subsequently, it was noted that the stent was frayed on both sides after removal. The stent was still on the balloon. A different stent was pulled and in the vessel distal to the lesion,a guidezilla was pass down. The procedure was completed with a different device. No patient complications were noted.

Manufacturer narrative:
Date of event: updated from(B)(6) 2020 to (B)(6) 2020. Received additional information regarding exact event date. Device is a combination product.

Event description:
It was reported that stent got frayed. The 99% stenosed target lesion area was located in a moderately tortuous and severely calcified left anterior descending artery. A 2.25x24 synergy drug-eluting stent was selected for use. During the procedure, the stent was delivered into the target lesion, the device met resistance upon delivery and during removal. Subsequently, it was noted that the stent was frayed on both sides after removal. The stent was still on the balloon. A different stent was pulled and in the vessel distal to the lesion, a guidezilla was pass down. The procedure was completed with a different device. No patient complications were noted.